Event description:
Info received indicates the brake will pop out of the set position if the bed is bumped from the side.

Manufacturer narrative:
The technician found the brake detent was broken. He replaced the brake detent to repair the bed.